Event description:
Info rec'd indicates the bed is in the outpatient department with a pt on the bed and the head section dropped. The pt was not injured. A new head drive has been installed to repair the bed.